Event description:
It was reported that a large volume infusor would not flow. This occurred during infusion. The device had been filled with sodium chloride and fluorouracil. The reporter stated that the device had been filled and connected to the patient; after connection, there was no flow detected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured september 20, 2011 - september 21, 2011. Evaluation summary: the used device was received for evaluation with approximately 50ml of fluid in the bladder. Visual inspection revealed no signs of occlusion or blockage that could have caused the reported problem. Functional testing was performed by removing the luer cap from the distal luer; flow was immediately observed from the luer. The flow continued without stopping, and no signs of flow problems were observed from the device during the functional test. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.